Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the lack of efficacy was since implant. The impedance was in range and the battery had capacity. It was not determined what caused the lack of efficacy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported pain at their implant site to their physician. The patient also reported a lack of efficacy. Troubleshooting included multiple visits for programming, and the actions taken to resolve the issue were that the device and lead were removed. The issue was reported the be resolved. No further complications were reported.